Event description:
It was reported that an implantable neurostimulator (ins) was suspected of over-discharge (od). It was stated that there was telemetry issues. The manufacturer representative thought that this might have been the patient¿s third od. The manufacturer representative was to do a physician mode recharge (pmr) and clear the power-on-reset (por) and determine if it was in fact the third od. The patient reportedly had not used the ins in 4 months. The patient called the manufacturer representative 3 weeks ago and today was the first available appointment. Additional information requested but had not been received as of the date of this report¿ when follow up has been requested but not received.

Event description:
Additional information received reported that the patient indicated that the implant was ¿not working period.¿ it was noted that the implant hadn¿t worked in 6 months.

Manufacturer narrative:
Concomitant products: product ID: 377860, lot#: v014603, implanted: (B)(6) 2007, product type: lead; product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID: 377860, lot# v016650, implanted: (B)(6) 2007, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was suspected to be the third overdischarge (od). The clinician programmer indicated it was discharged. The patient was able to charge normally with seven bars but had also observed the por and end of service (eos) messages on the recharger when the recharge sessions were initiated. The device would be charged further and checked with the clinician programmer to confirm battery status as the patient may have been at eos due to "third strike." The patient"s last stimulation was about two months prior to report. It was further reported that there was an end of life (eol) displayed. The device had been charged for another half-hour and the eos was confirmed on the clinician programmer. The healthcare professional (hcp) wanted to replace the ins. About three days later, it was stated that the od was confirmed and the patient had "several" in the past. The cause of the od was patient compliance. A pmr was performed but it was not successful. Symptoms included increased pain. The patient went home and attempted to reach por but the battery was not salvageable. The patient was doing "okay" and was scheduled for a replacement next month but the date was unknown at the time. A second follow up report will be sent if additional information is received.